Event description:
It was reported that the patient was originally implanted for post herpetic neuralgia of their back and chest. The patient underwent a revision surgery to have leads placed in each leg for neuropathy. It was unclear if the following events occurred before or after this elective revision surgery. It was also reported that the patient never had therapeutic effect and had increased experienced an increased pain in her legs at 1v. The patient increased their amplitude to 1.5 v and stated that it was 'uncomfortable' and that her legs 'ached.' The patient only felt symptom relief when stimulation was turned 'much higher,' but when the patient did this they would feel a zapping sensation. The patient also had pain and a burning sensation in their arms. It was noted that there was no known accident or incident related to the event. The patient also reported that they had to recharge more than expected and that their recharge sessions were 3-4 hours long. The patient had always used the same settings for their therapy and had not had their implantable neurostimulator (ins) checked by a physician since implant in 2007. The patient had chronic obstructive pulmonary disease and this made it difficult to get to the physician's office. It was noted that the patient did not have a physician following the device. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead; product ID neu_unknown_lead, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4).